Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/02/2017 with the following findings: the black box and alarm history showed call services 054 alarms. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged. During testing, the pump alarmed with a replace battery alarm upon confirming the verify screen and some steps of the investigation could not be performed due this alarm. The pump also failed the 24 hour basal program due to this alarm. The pump¿s cover was removed and there were no visible intermittent condition found to the printed circuit board. The pump was opened and there were no defects found. The investigation then revealed a slave processor failure. (B)(4).